Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appears to be a potential product quality issue. The issue is being monitored per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed report, the following information was received: the reported unspecified copilot was actually an indeflator that was found to be leaking during inflation. Another indeflator was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a copilot seemed to have a leak during prep. Another copilot was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.